Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 13-dec-2023 listed on smartsolve. Dailytotalcollectionstarttime: 12/13/2023 00:00:00.000 dailytotalofallinsulindelivered: 165500 (16.55 u) dailytotalofbasalinsulindelivered: 85500 (8.55 u) dailytotalofbolusinsulindelivered: 80000 (8 u) dailytotalcollectionstarttime: 12/13/2023 16:34:43.000 dailytotalofallinsulindelivered: 264500 (26.45 u) dailytotalofbasalinsulindelivered: 38500 (3.85 u) dailytotalofbolusinsulindelivered: 226000 (22.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 13-dec-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/09/2023 21:15:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, low battery alert was recorded and found in the formatted history file on: 12/07/2023 12:30:00.000 12/11/2023 01:53:00.000 insert battery alarm was recorded and found in the formatted history file on: 12/07/2023 22:39:03.000 12/11/2023 11:45:40.000 12/13/2023 16:24:01.000 12/13/2023 16:24:35.000 12/13/2023 16:26:05.000 12/13/2023 16:33:57.000 replace battery alert was recorded and found in the formatted history file on: 12/07/2023 22:01:00.000 12/11/2023 11:24:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 12/13/2023 16:24:20.000 12/13/2023 16:24:45.000 replace battery now alarm was recorded and found in the formatted history file on: 12/07/2023 22:32:00.000 power loss alarm was recorded and found in the formatted history file on: 12/13/2023 16:35:06.000 12/13/2023 16:35:14.000 pump error 23 alarm was recorded and found in the formatted history file on: 12/13/2023 16:34:32.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-dec-2023 at 10:05:58 am. There was no power data available for the dates of 07-dec-2023, 11-dec-2023 and 13-dec-2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed (disconnected and reconnected) in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. Low battery life or low battery alert and a high sleep current measurement (unexpected battery power loss) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required functional testing except sleep current measurement. Customer alleged for low battery life or low battery alert and a high sleep current measurement (unexpected battery power loss) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported low / short battery lifetime for insulin pump. Troubleshooting was performed and it was found that the customer received replace battery alarm. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis.